Manufacturer narrative:
Continuation of medical devices: 419678 lead implanted: (B)(6) 2011; dtba1d1 ICD implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.